Event description:
A company representative reported that femoral component subluxed anteriorly over the ps spine of the tibial insert while the patient was in post-op physical therapy.

Manufacturer narrative:
The surgeon re-operated to reduce the laxity in the joint space by replacing the tibial insert with a thicker insert.